Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. The device was returned and the investigation revealed a flow rate deviation of 9.58% which is within specification. The acceptable range for flow rate accuracy is above +5% but below +15%. Reference to complaint # (B)(4).

Manufacturer narrative:
Report of pump not infusing as programmed was received on 06/07/2024, zyno medical llc is communicating with the customer to acquire the pump for evaluation. Once the pump is returned after evaluation, a follow up report will be submitted.

Event description:
On 06/07/2024, zyno medical received a complaint that the device did not infuse as programmed. No patient was harmed.